Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) was found to be in back-up mode due to event queue overflow. The ICD was successfully reprogrammed and restored and was ten explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the back-up mode was resolved by reprogramming the implantable cardioverter defibrillator (ICD) and the device was then explanted due to elective replacement indicator (eri). There were no patient consequences.